Event description:
It was reported that during an implant procedure, the physician inadvertently sutured through the right ventricle (rv) lead. The suture needle penetrated the insulation of the rv lead which caused a concern regarding integrity of the insulation since blood was noted within the rv lead. The rv lead was not used, and a new lead was replaced. The patient was stable throughout the procedure.